Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. The directions for use (dfu) (pn 1306085, rev. B) states: warning: if the button does not pop back up within 30 minutes, check position of orange refill indicator. If the indicator is in the lowermost position, close clamp. If button pops back within 10 minutes, open clamp and continue with infusion. If button remains stuck, it may result in a significant increase in flow rate to pt. Keep clamp closed. Pump should be replaced if appropriate. If indicator remains in the uppermost position, something may be impeding the flow. Check for tubing kinks, closed clamp or patency of connected devices such as catheter or unvented filter (verify patency) according to your standard protocol. Results: device was received for eval and investigation, and testing is currently being performed. Conclusion: a f/u report will be filed when investigation has been completed.

Event description:
(Drug/diluent: ropivacaine 0.2%). (Fill volume: 550ml & flow rate: unk). (Procedure: shoulder surgery). (Cathplace: right shoulder). Bolus button would not pop back up. Nurse unhooked catheter from pt to swap pump and button popped back up. Nurse waited allotted time, but when pump was reconnected to pt, button would not pop back up. Pump was swapped with another for the pt. No adverse event reported. Date of event: (B)(6), 2011.